Event description:
It was reported that, at his first use, the fiber did not fire. The physician checked it, and it was black inside. The fiber was replaced, and the procedure was completed successfully. There were no patient complications. Analysis of the returned fiber identified an internal connector fracture.

Manufacturer narrative:
The fiber was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in one piece with no defects on the fiber body. The tip was in good condition. During testing of the connector, distorted light was found to be exiting the connector face, which indicates the fiber experienced an internal connector fracture. Burn marks were also observed in the connector. The fiber was also functionally tested, and weak aiming beam was seen. The reported fiber failure to fire event was confirmed. Based on analysis results and information available, a fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. According to the device instructions for use, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.